Event description:
It was reported that upon deploy the t1 into patient, the anchor dislodged from the needle shaft. Upon trying to remove the anchor out, surgeon found out that there is no second anchor on the device. No patient injuries were reported.

Manufacturer narrative:
A (B)(4) fast-fix 360 curved needle delivery system device was reported on. Based upon the information provided, after t1 deployment, the anchor dislodged from the needle shaft. While attempting to remove t1, the surgeon believed there was no t2 present. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) disruption of sutures or anchor during depth limiter adjustment, advancement or removal. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Per IFU 1(B)(4): "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." T1, t2 and suture are a separately assembled packet which is then loaded into the needle track. Missing any of the components would halt assembly. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
Information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. T1 pre-deployment condition is an issue that will not contribute to serious injury as the malfunction is apparent prior to the surgical procedure. This device issue may require use of a replacement or alternate device to complete the surgical procedure, and may result in either a short delay while that alternate device is obtained. Deficiencies of devices that can be detected by the user and where no serious injury has occurred are considered not reportable pursuant to 21 c.f.r. §803.